Event description:
It was reported that the user experienced a lodged insulin cartridge that could not be removed from the ilet pump, despite troubleshooting attempts with tools, and a replacement pump was arranged via overnight shipping. Symptoms included hyperglycemia with a reported blood glucose of 195 mg/dl. Outcomes included temporary discontinuation of pump therapy and transition to subcutaneous insulin via multiple daily injections, with continued use of the cgm. Investigation included remote troubleshooting and return of the device for assessment. Investigation of this case revealed a cartridge retention issue consistent with a mechanical obstruction within the pump¿s cartridge compartment. It was concluded, based on previously established findings for similar reports, that the cause was mechanical interference related to the cartridge fit or alignment.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.